Event description:
It was reported that the patient experienced a transient ischemic attack. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was used. The device was implanted successfully with complete laa seal. The patients anticoagulation medication was discontinued at their 45 day transesophageal echocardiography (tee). The patient was admitted to the hospital (B)(6) 2020 with signs of a transient ischemic attack. Additionally, tee images revealed no clot on device and no leaks. The patient recovered well and was discharged on eliquis and aspirin with a plan to follow up with a cardiologist.